Event description:
The patient reported by email that she received bilateral implants in 2007 of the multifocal intraocular lens (iol). She stated she was experiencing discomfort due to her ocular imbalance and was unable to read. During consultation with her physician he determined one of her iols had dislocated and subsequently removed and replaced it without reported complication. The iol was not returned to the manufacturer.

Manufacturer narrative:
(B) (4). The lens has not been received for analysis. The manufacturing records for this lens were reviewed and showed no deviations. A review of the complaint database showed no additional complaints received for the remaining lenses in this lot number and no additional reports for dislocation associated with this model lens from any manufactured lot. As the lens was not returned for analysis, no further investigation could be performed. The initial implant surgeon reported the patient had an uneventful recovery after implant of this iol in 2007. While we are not able to determine the definitive cause of the dislocation we do not suspect it is manufacturing related.

Manufacturer narrative:
During a review of the file it was determined the patient was the initial reporter, not the physician as initially reported.